Event description:
In 2006, the pt reported removal of the ins system due to an infection. The pt had provided to the manufacturer in october 2006 a report of increased pain with symptoms of tenderness and redness at the surgical incision site. Additional info was requested from the physician but has not been received by the MFR at the time of this report. Device explantation occurred but product was not returned for analysis. A follow-up report will be sent if additional info becomes available, or if the product is received for evaluation.